Event description:
Patient was implanted with click'x construct from t10 to sacrum on an unknown date in 2010. Post operatively, the patient experienced pain and revision surgery was performed on (B)(6) 2012. During the revision, the surgeon removed all locking caps to check all the screws. He discovered non-union at l3-l4 and removed and replaced 1 screw (6x45) at this level with a larger diameter screw. He replaced all the locking caps with new locking caps. The original ord remain implanted and the construct was not changed in any other way. The screw that was explanted was intact and had not migrated. In addition, during the surgery, two of the click'x screwdriver tips broke off. There were no pieces to retrieve and the surgery was completed without further incident and with no adverse effects to the patient. This is 2 of 10 reports for the same event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.